Event description:
The customer reported that one of their pic defibrillators was not functional and had a white screen in an email in 2007. When we received the unit we could not initially duplicate the reported failure or any failure of any kind. After extended burn-in testing, we found that the unit would fail to initialize and had a white screen, confirming the reported defect.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned for evaluation. The complaint was confirmed and caused by a fractured solder joint on the power supply board. This caused the loss of the 5 volt signal, which caused the unit to fail to initialize. Replacing the power supply board corrected the issue. Once completed the repair the device performed to specifications in testing.